Event description:
The ventilator was returned to the service center for a scheduled preventative maintenance. It was reported that during service, the ventilator turbine failed turbine speed calibration.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline. The service group inadvertently neglected to report the MDR event to regulatory affairs. It was found in a routine audit.